Event description:
The pump was returned for investigation. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Follow-up # 1 date of submission 11/06/2014 ¿ additional information: the pump was returned to the manufacturer on (B)(4) 2014. (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history revealed multiple cs 069 call service alarms were recorded. The pump emitted a cs 069 call service alarm occurred when applying light pressure to a component on the printed circuit board. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).